Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated that the blood glucose level was over 500 mg/dl and the current blood glucose was 437 mg/dl. Customer treated high blood glucose with manual injection. Customer stated symptoms related to high blood glucose that were difficulty in breathing, sweating. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the auto mode feature was active or not at the time of incident. Customer alleged that the insulin pump was under delivering the insulin. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.